Event description:
Related manufacturing reference number: 2017865-2023-23770. Additional information received indicated there was noise on the right atrial (ra) lead as well. The patient was asymptomatic. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition and some far p-wave over-sensing was noted as well. The patient was asymptomatic. Programming changes were implemented, and the patient was stable throughout the intervention.